Event description:
Femur was cut for size 2, trialed size 2, implanted size 3. After review, surgeon decided to return pt to or and replace the size 3 component with the correct size 2 femoral component.